Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging an "error 2" issue with a one touch ultra meter. The pt indicated that the alleged issue started on (B) (6) 2010, at around 5:30 pm. Ten minutes after the alleged issue began, the pt claimed that she developed symptoms of sweating. The pt denied developing symptoms because of the alleged issue. The alleged "error 2" issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed a symptom of sweating which can be associated with severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.